Event description:
A pt (grade 3+, intubated on arrival from ICU) with a recently ruptured (24 hrs post) basilar tip aneurysm (11mmx8mm) was treated in this case. Pt also had a p. Comm aneurysm present that was not treated. The aneurysm was accessed with a fasdasher wire, an sl 10 micro-catheter and a fasguide 6f guide catheter. The first coil, a matrix 3d firm 12x30 was placed uneventfully. The majority of the second coil, a matrix firm 3d, 10x30 was placed uneventfully, but in the delivery of the last 3cm of this coil, a loop or knuckle of the coil was observed to protrude outside the aneurysm dome, (i.e appeared to perforate the dome). Two further coils, a matrix std 2d 7x20, were subsequently deployed and the case completed. Subsequent CT imaging revealed a mix subarachnoid blood and contrast extravasation.